Manufacturer narrative:
Patient information and event date were requested, but no response received. Repair details was also requested with no response from customer.

Event description:
The customer reported that the ventilator is giving high o2 supply pressure and oxygen not available message. It is unknown if the unit was in use on patient, but the customer reported that there was no patient harm.